Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6)2017.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 5.0 mg/ml, 40.0 mg/ml and doses of 0.7693 mg/day, 6.155 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump pocket was revised on (B)(6) 2017 and the staples were removed on (B)(6) 2017. The patient reported that same day the wound re-opened. It was indicated the event was related to the implant procedure. New staples were placed on the pump pocket incision by an urgent care physician on (B)(6) 2017. The outcome was noted as ongoing. Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to wound dehiscence and the patient weighed (B)(6). Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the staples were removed from the implant site. On (B)(6) 2017 the patient reported persistent 'leaking' from the wound. On (B)(6) 2017 the patient reported persistent leaking from the wound without redness or swelling. Explanting the device was discussed. On (B)(6) 2017 the pump pocket was revised (not explanted).